Manufacturer narrative:
E1:(B)(6).

Event description:
The service engineer (se) reported that the v60 ventilator would not stay in standby mode, and initiates delivery of airflow, even though there was no occurence of inspiration was confirmed. There was no patient involvement when the issue occurred. No patient impact and/or harm was reported. No user impact and/or harm was reported. While servicing the device, the se reported that the v60 ventilator would not stay in standby mode, and initiates delivery of airflow, even though there was no occurence of inspiration was confirmed. The se determined that the malfunction was caused by a failed flow sensor, and that the flow sensor assembly needed to be replaced. The issue was confirmed while servicing the device. The service engineer (se) reported that the flow sensor assembly was replaced to resolve the issue. The device was returned to the customer, ready for service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The cause of the malfunction was determined to be a failure in the flow sensor assembly. A conclusion/root cause can not be provided at this time, as the suspected part has not been returned for further analysis. In the event the suspected part is received, the evaluation will be performed, and the investigation will be updated.